Manufacturer narrative:
The biomedical engineer reported that the secondary display for the csm-1901a failed while in use and has a black screen and is not displaying anything. Monitor was replaced with a known working one to use the device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the secondary display for the csm-1901a failed while in use and has a black screen and is not displaying anything. Monitor was replaced with a known working one to use the device. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the secondary display for the csm-1901a failed while in use and has a black screen and is not displaying anything. Monitor was replaced with a known working one to use the device. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: the customer had swapped out the display monitor to resolve the issue. A review of the history of the serial number identified no other reports of the issue. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are electronic failure, power supply failure, physical damage, and wear and tear. The power supply or display circuit of the display may break down due to vibration, impact, or voltage fluctuation. Electrostatic discharge may cause breakdown or deterioration of internal circuitry which may lead to sound or display failure. Incompatible monitors, software versions, or display signal splitters (e.g., kvms, aten devices) may prevent alternate or secondary displays from working correctly including failed touchscreen functionality.

Event description:
The biomedical engineer reported that the secondary display for the csm-1901a failed while in use and has a black screen and is not displaying anything. Monitor was replaced with a known working one to use the device. No patient harm was reported.